Event description:
Pt had a cardiac cath with intervention in 2002. Angioseal deployed after procedure. Diagnostic cath done the next month, right femoral aftery angiography done. Progress note by cardiologist states: "right femoral artery mobile defect? Previous angioseal has no symptoms due to this now warm right font and excellent palpable right pt pulse." Cv surgeon consulted.